Manufacturer narrative:
The pump user guide states: "change your cartridge every 48¿72 hours as recommended by your healthcare provider. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The issue was resolved by the time of the call therefore no troubleshooting could be performed. Reportedly, customer was using cartridges for 4-5 days which is beyond tandem labeling. Customer's blood glucose level was 72-181 mg/dl.